Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2014). The patient¿s meter and test strips have been returned on 3/19/2014 and 3/12/2014, respectively, and evaluated by lifescan product analysis on 3/26/2014 and 3/25/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(4) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, at 8:18 am, the patient obtained the blood glucose reading of 181 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values of 80 mg/dl to 110 mg/dl. Based on this reading, the patient took 8.0 units novorapid insulin according to his sliding scale. Afterwards, the patient experienced the symptom of shaking and he felt hypoglycemic. At 10:40 am, while symptomatic, the patient tested his blood glucose level on the reported meter and obtained the reading of 52 mg/dl. The patient administered self-treatment by consuming glucose and a banana, and felt better afterwards. The patient manages his diabetes with novorapid insulin taken on a sliding scale. He did not seek any medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading and received treatment with glucose and food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.